Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient followed up in clinic. Upon review, the right atrial lead exhibited loss of capture. The lead had intermittent capture at maximum output. Programming changes were made. The patient was stable.